Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device got caught at the distal end, and something was felt getting stuck at the tip of the biopsy channel. The issue was found during a set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.